Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner (bp). It was reported that on (B)(6) 2017 the patient was admitted in the hospital for spasticity and intrathecal catheter was replaced. The dose was reduced from 360 mcg/day to 350 mcg/day. On (B)(6) 2017, the patient was discharged from the hospital. The patient's medical history included: intractable spasticity, spastic paraparesis and hyperreflexia. The patient's concomitant medications included: prilosec (omeprazole) 20 mg/day, cymbalta (duloxetine hydrochloride) 60 mg/day and elavil (amitriptyline hydrochloride) 50 mg/day.

Manufacturer narrative:
The catheter was returned to the manufacturer in three segments. Analysis of the catheter (model 8782, serial number (B)(4)) on 2017-dec-12 revealed kink in the catheter body. Analysis noted that the kink observed in the catheter body of catheter segment number had caused the catheter to become occluded. The previously applied conclusion code is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The relevant components include: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. Product ID: 8780, serial# (B)(4), explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml lioresal at a dose of 350 mcg/day via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported that the patient felt she was not getting the relief that she needed for her spasticity. There were no known environ mental/external/patient factors that may have led or contributed to the issue. A dye study was performed at the physician's to try and aspirate the catheter but was unable to aspirate cerebrospinal fluid (csf) of drugs. The patient had a catheter revision on (B)(6) 2017. The issue was resolved and the patient's status was "alive - no injury". No further complications were expected or anticipated. The explanted catheter was to be returned to the manufacturer for analysis.